Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus and cursor do not align on the screen of the device. It was also noted that the device failed incoming thermal sensing testing, and the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that a new stylus touch-pen was installed with the programmer, however the stylus was unable to calibrate after multiple attempts. The programmer has been returned for repair. No patient complications have been reported as a result of this event.